Event description:
It was reported that a patient underwent a balloon kyphoplasty (bkp) procedure at t11 to treat an osteoporotic compression fracture. The procedure was completed "without any incident intra-operatively and immediately post-op, the patient was doing well and the pain was reduced". It was reported that the patient developed recurrence of pain and re-fracture at treated level approximately 6 months post-operatively. As a result, kyphosis deformation progressed and it "was necessary to switch to other treatments". According to the report, the event was managed with physiotherapy and medication. The surgeon commented that "the recurrence of the pain was not related to bkp products due to patient factor". No further information could be obtained.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The event onset date has been updated to ¿(B)(6) 2012¿. The physician additionally commented that the fracture occurred around the bone cement injected into the th11 pseudoarthrosis site. After 18-month administration of forteo, the pain showed improving tendency. On (B)(6) 2014, forteo therapy was discontinued. Subsequently, on an unknown date, gastric cancer developed, leading to discontinuation of treatment for the osteoporosis. On (B)(6) 2012, the patient was withdrawn from pms due to the adverse event. The physician provided no assessment on the effectiveness of balloon kyphoplasty in this patient.